Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected a tachycardia episode likely due to noise. It was noted that the patient was undergoing an magnetic resonance imaging (MRI) procedure at the time of the tachycardia detection. The device remains in use. No patient complications have been reported as a result of this event.